Event description:
It was reported that during the catheter ablation to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the farawave into the groin, air continued to be drawn in when backflow was performed. The sheath was replaced, and the procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
Correction to the initial, MDR in block(s) b5. Analysis of the returned sheath found no irregularities in the sheath that could have contributed to the reported code, and the failure was unable to be replicated. Thus, the allegations were assigned the conclusion code "no problem detected.".

Event description:
It was reported that during the catheter ablation to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the farawave into the groin, air continued to be drawn in when backflow was performed. The sheath was replaced, and the procedure was completed successfully by using a different device (same model). No patient complications have been reported. Air bubbles were seen in the aspiration syringe. Pump at 30ml/hr was used for irrigation. No leak in sheath or air seen in patient. Guidewire was at the catheter end when the was inserted into the sheath the product is expected to be returned for analysis.